Event description:
In 2003, the patient was implanted with a vented electric left ventricular assist device (lvad). In 2004, the vad coordinator contact the manufacturer reporting that the patient in the hospital was getting a yellow wrench alarm with power limit advisory, and a quick flash of red heart alarm. The yellow wrench alarm lasted about 15 minutes but subsided. The patient was stable throughout this incident, waveforms and vent filter were taken and sent by the hospital to the manufacturer for analysis. Patient remains on lvad support while awaiting a heart transplant.